Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation than an endovive initial placement kit was used in a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube became occluded with enteral nutrition despite flushing it every morning. The peg tube was removed. Attempts to obtain information about the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report.